Manufacturer narrative:
Section b3: date of event is estimated. Section a4: patient's weight is known. Attempts were made to obtain patient's weight. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient leads had high impedances and patient lost effective therapy as a result. To address the issue, patient underwent surgical intervention wherein the entire system was explanted.